Event description:
It was reported that the zimmer ats 3000 tourniquet machine had started to fail about one hour into case, surgeon did not have a bloodless field. It was noted that the case was finished using an esmark wrap on the pt. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.